Event description:
It was reported that an increased pacing threshold was noted post implant. A perforation and dislodgement were observed. The lead was repositioned successfully.

Manufacturer narrative:
No medwatch form was received.